Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
Patient called indicating that the doctor had broke an unknown file in her tooth. Additional information was requested from the clinician, but has not yet been received.